Event description:
It was reported that the customer administered a bolus but did account for the amount of insluin on board. The customer's blood glucose (bg) level subsequently decreased to the high 40's mg/dl. Customer did not take any action to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.